Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted. There was ventricular non-sustained tachycardia less than or equal 205 ms on (B)(6) 2011. There was ventricular fibrillation less than or equal 210 ms average ventricular-cycle between (B)(6) 2011. High resistance/impedance was noted. A patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. Weekly pace lead impedance trend data shows a spike increase for max ventricular pace bi impedance equal 551 to 4047 ohms peak between (B)(6) 2011, then returns to a baseline of 304 ohms on (B)(6) 2011. Save to disk review noted a lead integrity alert triggered. A patient alert for lead failure predictor on (B)(6) 2011.

Event description:
It was reported that the right ventricular lead had high thresholds since implant. The lead was replaced. No patient complications have been reported as a result of this event.